Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of inflammation, pain, visibility/palpability and various injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: severe and permanent harm, with endure pain, suffering, disability, impairment, disfigurement, inflammation, emotional distress, loss of enjoyment of life, scarring and additional scar tissue.

Event description:
Patient representative reported "severe and permanent harm, with endure pain, suffering, disability, impairment, disfigurement, inflammation, emotional distress, loss of enjoyment of life, scarring and additional scar tissue, incurred costs for medical care and treatment, and other economic and non-economic damages". This record is for the left side. Device was explanted.